Event description:
It was reported that there was a malfunction resulting in an inability to switch ventilation modes as expected. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4).